Event description:
Customer reported being hospitalized due to high blood glucose levels, experience symptoms of vomiting, nausea and headaches. Troubleshooting was performed and pump appeared to be functioning properly.